Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported she was unable to establish communication with the ipg following an unrelated shoulder surgery. The issue was confirmed by the sjm representative. Subsequently, surgical intervention was undertaken during which the ipg was explanted and replaced. Effective stimulation was restored following the procedure.

Manufacturer narrative:
The CAPA was initiated on 2016-02-23 to address the issue of the proclaim ipg entering service application (orion ipg family). Investigation is complete and being monitored by the manufacturer.